Event description:
The reported sae has been described as rectorraghia: rectal bleeding after rectoscopy which led to in-patient hospitalization. The subject is a 71-year-old male patient. This patient underwent an laparoscopic ultra-low anterior rectum resection due to a neoplasm in the rectum that was found during a CT scan (this subject suffers from metastatic castration-resistant adenocarcinoma of the prostate. He has been undergoing treatment for years). This rectal tumor was confirmed after a colonoscopy performed on (B)(6) 2023. Thus, it was decided to perform a protective ileostomy. The subject was operated on (B)(6) 2023. On (B)(6) 2023, the patient attended a check-up with the surgeon and underwent a rectoscopy with an opaque enema to assess the surgical closure of the stoma. During the rectoscopy, bleeding occurred without major incidents, but continued for several days until (B)(6) 2023 when he went to the emergency department and was hospitalized for observation and colonoscopy.

Manufacturer narrative:
We can say that this second episode of rectorrhagia is caused by the rectoscopy, so it could be considered a separate episode although the adverse event is the same.according to the investigator´s criteria, the sae has been determined not related to the procedure, nor to the investigational device.